Event description:
A malfunction alert was reported for the tandem tslim x2 pump, with patient expressing concern about its recurring nature. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer requested a replacement pump due to multiple occurrences in the past month and completed a form as instructed. Technical support resolved the issue by sending a replacement pump.